Event description:
Anticoagulation was dc after intracranial bleed and need for emergent neurosurgical hematoma evacuation. Pump power increased consistent with pump thrombus. Poor prognosis for neurologic recovery. Outflow graft ligated and device left in place.